Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the buttons stopped working. Customer's blood glucose was over 150 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The device had minor scratched display window, cracked display window at all four corners, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.